Event description:
Lead was 'noisy' and twice led to arrhythmia detection with aborted shock therapy. The lead was clinically severed and only the proximal tri-furcated portion of the lead was returned for evaluation.